Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed external cannula tear is related to action # 9056196-05/20/2026-002-c. Locked down smartphone: phone_control_androidomnipod software app version: 3.1.6operating system: bp2a.250605.031.a3.s931usqs9bzclhardware: sm-s931ucgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 400 mg/dl while wearing the pod on the arm for between 36 and 48 hours. The occurrence of an 'automated delivery restriction' alarm stating insulin delivery had been paused for too long was also noted. The device was returned for investigation, and a tear in the exposed portion of the soft cannula was observed.